Event description:
I had perfect beautiful white pure teeth no problems at all whatsoever. In the year 2016 I decided during a mental break that I would get clean off drugs I was abusing. I up to this point never even had a tooth fall out or anything had big beautiful smile. When I started suboxone under my tongue, pills I noticed my teeth and gums starting to bleed which happened up to like 2018 in 2019 my teeth began falling apart just out of the blue falling out while eating grapes or waking up with a tooth in my mouth that had fallen in my sleep. This petrified me. I am diagnosed with several mental health issues and currently on ssi. The suboxone also made me need to stretch my facial muscles badly like every 10mins wide open mouth like a yawn but just a stretch. I asked my dentist over and over at (B)(6) dental in (B)(6) if the suboxone was the culprit because all was perfect until I started them. She said absolutely not subs had nothing to do with it. That the sinuses and teeth aren¿t even related. However I knew in the back of my mind I had ¿ro b¿ correct on this. I ended up losing all my teeth almost. And kept complaining about the pills and films. Subutex also. I ended up in surgery for teeth removal in (B)(6) 2020 and the denture I got I wasn't able until I had healed 6 months because of the extensive damage. Due to this my gums had shrunk almost all the way away. So my denture was awful way too small. This caused more worse mental health and obsessions. I ended up going to (B)(6) dental and they messed up my new dentures bad so I went back and now since the dentist told me I would have to keep the horse teeth they made me and not get a new try in the set has been siting there and myself agoraphobic inside for over a year due to my teeth. I have no clue what to do. But shouldn't a dentist that told me don't worry subs aren't the cause be in some trouble?? I mean I've hid in my home almost two yrs now over this and have a (B)(6) set of teeth just sitting there waiting over a dentist being really rude and causing me extreme stress. All because I decided to stop taking drugs. FDA safety report ID # (B)(4).